Event description:
Balloon disintegration/failure. Rn inserted three different #18 foley catheters (baxter) used as g-tube and inflated properly. Each time within several hrs the tube fell out due to balloon disintegration/failure.